Manufacturer narrative:
The device was received. Investigation is not yet complete. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified proximal femoral artery. A spartacore guide wire was advanced to the lesion. The lesion was pre-dilated with an unspecified balloon catheter. A 6 x 120 mm supera self-expanding stent system was being advanced but it could not reach the entire lesion. An attempt was made to deploy the stent but the thumbslide was stiff and after attempts to turn the thumbslide about 1 to 2 cm of the stent was deployed. Numerous attempts (20-30) were made to turn the thumbslide but it could not turn. Additionally, the supera was rotated; however, that did not help. The supera was removed from the anatomy without issue. A 7 x 200 mm non-abbott stent was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment issue could not be confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported deployment issue could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).